Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The account reported that the patient¿s chest was left open post-lvad implant on (B)(6)2020 due to diffuse bleeding. The patient was taken back to the operating room for chest washout and closure on (B)(6)2020 with no complications. The patient remains ongoing on heartmate 3 lvas no product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's chest was left open post implant on (B)(6) 2020 due to diffuse bleeding. The patient was taken back for a chest washout and closure on (B)(6) 2020 with no complications.